Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor system alarm. Found multiple compromised force sensor system alarms in history. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.